Event description:
Procedure type: lap chole. According to the rptr: after the device was inserted into the pt, the surgeon noticed the bag was torn. Removed and opened a new device for the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4)